Event description:
The reporter stated, the surgeon used an aq2010v three piece silicone lens. The capsule broke prior to lens insertion. The surgeon decided to insert lens in the sulcus. Once the lens was inserted into the eye, the surgeon decided to remove lens and use a anterior chamber lens instead. Lens was cut in half to remove from eye. Lens was thrown away. Reporter stated, there was no product malfunction. The surgeon just changed his mind.

Manufacturer narrative:
(B)(4) (other) no product malfunction. (B)(4).